Manufacturer narrative:
¿The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.¿

Event description:
Different episodes showing noise/interference oversensing with uniform amplitude and regular cycle length.

Manufacturer narrative:
¿The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.¿ please refer to the attached investigation report.

Event description:
Different episodes showing noise / interference oversensing with uniform amplitude and regular cycle length.